Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a webster¿ electrophysiology catheter and the catheter kinked resulting in a breakage which exposed internal wiring. It was reported that upon advancing the webster¿ electrophysiology catheter, it did not advance correctly into the zone on the carto 3 system. When the catheter was removed from the body they noticed the catheter loop had kinked and the insulation was broken. The damage was not noticed before the catheter being inserted into the body. The catheter was replaced using the same sheath to resolve the issue. Additional information was received indicating the insulation was broken, and there appeared to be exposed wires. The damage did not result in any lifted or sharp rings. The catheter prolapsed within the vessel and eventually doubled back superiorly. The catheter was not pre-shaped, the physician attempted to advance the catheter the same as she always does but there was difficulty during insertion. The sheath used was a fastcath 7f short sheath (non-bwi).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a webster¿ electrophysiology catheter and the catheter kinked resulting in a breakage which exposed internal wiring. It was reported that upon advancing the webster¿ electrophysiology catheter, it did not advance correctly into the zone on the carto 3 system. When the catheter was removed from the body they noticed the catheter loop had kinked and the insulation was broken. The damage was not noticed before the catheter being inserted into the body. The catheter was replaced using the same sheath to resolve the issue. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection of the returned webster¿ electrophysiology catheter. Visual analysis of the returned sample revealed the shaft was kinked at 44in from the handle area. No internal parts were exposed. The root cause of the shaft bent cannot be determined, it could be related to the handling of the device, however, this cannot be conclusively determined. Unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process to avoid this type of damage from leaving the facility. In addition, the customer also provided pictures of the complaint device to aid in the investigation. According to pictures provided by customer, the shaft appears to be bent, however, picture quality does not allow to determine if there are internal parts exposed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On (B)(6)2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)